Event description:
The customer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal kitted swab. The user states they were asymptomatic. Repeat testing was performed the same day (B)(6) 2021 generating positive results. Confirmation testing with pcr generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.